Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
A customer contacted bd to report that the bd pyxis anesthesia es system repeatedly powers-off and that they had to relocate a patient to a different operating room. There was delay in patient care. The manufacturer reached out to the customer for additional information regarding the event, but no further information was available. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2021 to 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's backup battery no longer held a charge and required replacement. The field service engineer provided new battery to customer for the replacement to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's backup battery no longer held a charge and required replacement. A field service engineer replaced battery to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system repeatedly powers off and that they had to relocate a patient to a different operating room. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.